Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer mentioned that he was hospitalized not diabetes related. The customer declined to be transferred to the help line. The insulin pump will not be returned for analysis.